Event description:
It was reported that the patient was implanted an unk alloclassic stem on an unk date. A revision surgery was planned due to unk reasons.

Manufacturer narrative:
Additional information received on september 10, 2015. It was reported that the patient was implanted an unknown alloclassic stem on an unknow date. The patient underwent incision and drainage on an unknown date due to unknown reasons. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The compatibility check could not be performed as no product information was provided. Without any information about the event, it is impossible to perform a meaningful analysis of the risk for the patient. However, the possible related to the issues reported are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).